Manufacturer narrative:
Customer discarded.

Event description:
It was reported that the interpulse handpiece with coaxial high flow tip came apart during a procedure. It was confirmed that nothing fell into the surgical site. The procedure was completed by holding the tip into place. There were no patient or user injuries, and no adverse consequences.